Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Byte dentist has determined that the patient is contraindicated and needs to cease treatment. The dentist states it appears from the original photos from 2025 the buccal root of #5 is in jeopardy of being exposed and more loss of bone if further clear aligners are given. It is recommended terminating the treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.